Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleged the patient suffered pain, stiffness, discomfort, weakness, immobility and elevated metal ion levels as a result of the implanted asr hip. Update 3/7/16 medical records received. Medical records were reviewed for MDR reportability. Revision surgical note dated (B)(6) 2015 reported metallosis and large amount of cloudy joint fluid. MRI reported a fluid collection and medical records reported pain, limited mobility, and multiple falls. Lab results for metal ions were greater than 7 parts per billion. Stem and taper sleeve added to complaint for elevated metal ions.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.